Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The root cause of anomaly was not able to be determined. After device software download, normal characteristics were observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure, the pulse generator exhibited backup vvi operation in the box. The device was not used and the procedure was not performed.